Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The solenoid got "hot to the touch" and a small plume of smoke was observed from the back. A field service engineer newly installed solenoid blew and took out the drawer board and hh interface board. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1 and 3.2 half height legacy not detected on bus. The customer stated that there was a delay in patient medication administration for about 4 hours. There were no adverse events or injuries reported based on this incident.